Event description:
The following was reported to hamilton medical ag: summary: customer complains of release valve defective messages.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).